Event description:
Other devices in use at time: guide catheter, a 0.014 guide wire and indeflator.balloon was inflated by stnadard procedure to 8 atmospheres. Between 30-60 seconds of inflation, atmopheric pressure was lost indicating balloon pressure lost. Verified by flouro; catheter removed. Coincidental patient had a dissection (unrelated to balloon) and was taken to surgery.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.